Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced an effusion. It was unknown if the effusion was a pericardial effusion or active bleeding.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was explanted due to an infection. No further patient complications have been reported as a result of this event.